Event description:
The pt stated that she encountered a low blood glucose reading of 37 mg/dl, at 9:59 am, in 2007. She stated that she had administered a 10.5 unit bolus of insulin at 9:14 am. She did not believe the infusion device contributed to the low blood glucose level. She stated that her blood glucose level decreases, when she becomes "really upset" and she mentioned that something had "annoyed" her at that time. She reported that she does not have symptoms, when her blood glucose level is low. She stated that she drank a "coke" to elevate her blood glucose level. Product was replaced and requested to be returned for evaluation.